Manufacturer narrative:
Device malfunction occurred. But did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that site's dell handheld computer screen became frozen after performing an interrogation. The event was resolved with a hard reset. The site chose to keep the programming system.